Manufacturer narrative:
Medical records have been requested and have not been received by the manufacturer to date. At the conclusion of the investigation, a supplemental report will be filed with the results of the clinical investigation. The device evaluation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A peritoneal dialysis nurse reported that dialysis solution leaked out of the patient line. Nurse stated that there was a hole in blue patient line of liberty cycler set, single patient connector, and patient noticed leaking as he filled. Upon follow up, nurse confirmed that there was a leak on the patient line between the blue stay safe pin and where the patient connects with the cycler set. Patient's effluent was very cloudy and he was treated with vancomycin and keflex per protocol. Cultures were also drawn and they were positive. Patient's physician advised that the patient come into the clinic. Patient came in to the clinic on (B)(6) 2015 and his effluent was still cloudy. Patient was then hospitalized and admitted on (B)(6) 2015 for recurrent peritonitis; same episode from (B)(6) 2015. Nurse stated that patient's peritonitis was not treated so well. She stated that after the first infection, she had made a home visit and noticed that with all of these cycles the machine was being used for many hours and also manual exchanges occurring during the day. Also, the cycler was very near the bathroom door and there was no door knob on the bathroom door. At that time, the patient had been instructed to cover the hole in the door to prevent any airflow from the bathroom occurring while connecting. Sample is available for return.